Manufacturer narrative:
The type of investigation code, investigation findings code, investigation conclusion code, and component code were updated. Medwatch field h11 was updated. There were many indications that the pre-analytical sample handling was poor. The field service engineer visited the customer's site and exchanged and adjusted the sample probe. He also adjusted the reagent probe. Precision studies were performed, and they were within specifications. The engineer verified that the instrument was performing within specifications. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue (contaminated sample probe and incorrect sample volume) at the customer site. Preanalytics are within the customer's responsibility.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with triglycerides assay and 1 patient sample tested with glucose hk gen.3 assay on a cobas c 303 analytical unit. Sample 1: triglycerides initial result: 547 mg/dl (accompanied by a data flag). Repeat result: 82.7 mg/dl. Sample 2: glucose initial result: 58.0 mg/dl. Repeat result: 139 mg/dl. The repeat results were considered correct.

Manufacturer narrative:
The glucose reagent lot number was 860069. The expiration date was not provided. The triglycerides reagent lot number was 877983. The expiration date was not provided. The data was requested for investigation, but was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.